Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The personal diabetes manager (pdm) reportedly would not charge and would not turn on. Therefore, the patient was unable to activate a pod for insulin delivery. The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) and was feeling tired. As treatment, the healthcare professional (hcp) administered 12 units of insulin with a pen and the patient was provided with 2 pens for long and rapid acting insulin as a backup method. The patient was released after approximately two hours.